Event description:
It was reported that the catheter could not be irrigated, and it was used without irrigation to complete the procedure, constituting misuse of the device. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter. The catheter could not be flushed when it was prepared on the table. It was connected to a pressure bag for irrigation, but it still could not be flushed. The physician decided to use the catheter despite the inability to irrigate it. The procedure was completed using the catheter. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter could not be irrigated, and it was used without irrigation to complete the procedure, constituting misuse of the device. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter. The catheter could not be flushed when it was prepared on the table. It was connected to a pressure bag for irrigation, but it still could not be flushed. The physician decided to use the catheter despite the inability to irrigate it. The procedure was completed using the catheter. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. No outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The reported event was not confirmed. However, misuse of the device was confirmed by the labeling review. The instructions for use (IFU) for the device provides warning to: "minimize catheter exchanges and always advance and withdraw components through the valve slowly to minimize the vacuum created during withdrawal and to reduce the risk of air embolism. Follow advancement or withdrawal of catheters with appropriate aspiration and flushing according to institutional standards or consensus statements."